Event description:
It was reported that during a lobectomy procedure, firing stopped in the middle of the fifth firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: device a was returned with no visual non-conformances and loaded with a 1/2 partially fired zr45g cartridge that was noted to be in good visual condition. Upon further inspection of the device, the left wedge band was bent. No functional test could be performed; therefore, the device was disassembled to verify the condition of the internal components and as previously confirmed by the visual inspection, the left wedge band was bent. No other anomalies were noted. Device b was returned in good visual condition and with no cartridge loaded. The device was tested for functionality with a test cartridge and it fired conforming. Event described could not be confirmed as the device fired conforming. While no conclusion could be reached as to how the reported event occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.